Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown but thought to be due to a diabetic seizure. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller believes the customer had a low and the pump didn't suspend as the sensor was updating, the customer had a diabetic seizure, and was found the next day on the floor. The caller declined to return the insulin pump for analysis as the caller no longer has the pump in their possession.